Manufacturer narrative:
Trackwise ID # (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. Device discarded.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii seal (4.5mm) could not be delivered even if the plunger was pushed. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii seal (4.5mm) could not be delivered even if the plunger was pushed. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Corrected section: h-3 - if other provide code -explain; h- 6 - evaluation method codes. Corrected h-3 from "device discarded" to "product will not be returned." Corrected h-6 from "device discarded" to "device not returned." Updated sections: g-4, g-7, h-2, h-10. Internal complaint number: tw #: (B)(4). H3 other text : product will not be returned.